Event description:
It was reported pt indicated intractable pain secondary to current pump position with pain radiating down into the pt's groin. The following drug information was provided: concentration - dilaudid 1.0 mg/ml; baclofen 350.0 mcg/ml; bupivicaine 40.0 mg/ml; clonidine 300.0 mcg/ml. Dosage - dilaudid 0.2498 mg/day; baclofen 87.41 mcg/day; bupivicaine 9.990 mg/day; clonidine 74.93 mcg/day. Intervention included device surgical intervention on (B)(6) 2010. The outcome was resolved without sequelae. It was later reported pt had compounded baclofen in pump. Additional information will be provided when it becomes available.

Manufacturer narrative:
(B)(4).